Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) exhibited high pacing threshold measurements as the lead was suspected to be dislodged. Additional information from the field representative was obtained which indicated that a lead revision was done. The lead remains in service. No additional adverse patient effects were reported.